Event description:
The customer reported that while running an hcv assay, summit sample handler, misread a sample barcode as "006ly94738" instead of "006ly24738". No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-03859-07.